Event description:
It was reported that while preparing for a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 8.8% 3.50 x 12 mm drug eluting was removed from the package and it was noted that the stent struts were bent. The procedure was completed with another of the same device.